Event description:
It was reported that a boston scientific device was implanted in 2007.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.